Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the date on the pump was inaccurate by one day. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged my pump - undefined issue was verified. Based on the analysis, the alleged settings issue could not be verified.